Event description:
A report was received that the patient was experiencing a lot of irritation and pain at the implant site. It was noted that the ipg was too close to the skin surface but no skin breakage. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated and implanted deeper. The patient was doing well post-operatively.

Event description:
A report was received that the patient was experiencing a lot of irritation and pain at the implant site. It was noted that the ipg was too close to the skin surface but no skin breakage. The patient will undergo a revision procedure wherein the ipg will be relocated.